Event description:
It was reported when asymptomatic patient presented to the clinic, noise was observed via segms and was reproducible with pocket manipulation. The lead was capped and replaced and the patient is doing well.

Manufacturer narrative:
.